Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported faulty keypad as evaluation observed the second column of keys (2nd soft key, setup, #1, #4 and #7) to be inoperable. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a faulty keypad. There was no patient involvement. No additional information is available.